Event description:
Clinicians noticed what looks to be permanent discoloration of the skin on the patient's back in the same shape as the ECG pad used during surgical procedures. Skin is not raised.====================== manufacturer response for backpad, ECG backpad======================were just notified today, have not had time to respond.